Event description:
(B)(4). It was reported that subsequent to a stenting treatment procedure, the patient experienced restenosis and dyspnea. The patient presented with class iiic unstable angina in (B)(6) 2012 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 90% stenosed lesion was located in the proximal to mid left anterior descending (lad) artery with a reference vessel diameter of 3.00mm and a lesion length of 12mm. A 3.00x12mm promus element plus stent was deployed, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. Approximately 10 days later, the patient returned with exertional dyspnea. Two days later, the patient was hospitalized and underwent cardiac catheterization the following day. Coronary angiography was performed revealing 75% in-stent restenosis of the mid lad. A 3.00x32mm promus stent was deployed, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the 3.00x12mm promus element plus stent was deployed in the proximal left anterior descending (lad) artery and coronary angiography performed approximately 13 days after deployment found the stent to be patent. A 75% in-stent restenosis was noted in a previously deployed unspecified stent in the mid lad.